Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon interrogation, it was observed the patient's right ventricular lead had high defibrillation impedance and high capture threshold. The lead was explanted and exchanged on (B)(6) 2021 without issue. The patient was stable throughout.